Event description:
It was reported the balloon burst, upon inflation. No further details regarding the circumstances surrounding this event are available. It was indicated this device was used for treatment purposes. However, it is not known if balloon burst occurred during use or during preparation. There were no patient complications.